Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("significant abdominal pain"), device dislocation ("essure device was not found within the tubes / device had migrated") and device breakage ("device or fragments thereof may still be in situ") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), rash ("rashes"), menopausal symptoms ("suffering with menopausal type symptoms") and lethargy ("lethargic"). The patient was treated with antidepressants and surgery (salpingectomy in 2017 and full hysterectomy in (B)(6) 2018). At the time of the report, the abdominal pain, device dislocation, rash, menopausal symptoms and lethargy had not resolved and the device breakage outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, lethargy, menopausal symptoms and rash to be related to essure. The reporter commented: the patient experienced severe abdominal pains and has suffered with rashes. She went back and forth to her gp surgery over the years. On (B)(6) 2016, following a referral to (B)(6)hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in order to remove her fallopian tubes in 2017. The claimant was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the claimant continued to experience symptoms, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant abdominal pain'), device dislocation ('essure device was not found within the tubes / device had migrated') and device breakage ('device or fragments thereof may still be in situ') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), rash ("rashes"), menopausal symptoms ("suffering with menopausal type symptoms") and lethargy ("lethargic"). The patient was treated with antidepressants and surgery (salpingectomy in 2017 and full hysterectomy in (B)(6) 2018). At the time of the report, the abdominal pain, device dislocation, rash, menopausal symptoms and lethargy had not resolved and the device breakage outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, lethargy, menopausal symptoms and rash to be related to essure. The reporter commented: the patient experienced severe abdominal pains and has suffered with rashes. She went back and forth to her gp surgery over the years. On (B)(6) 2016, following a referral to birmingham women¿s hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in order to remove her fallopian tubes in 2017. The claimant was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the claimant continued to experience symptoms, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. On 20-may-2019: no new clinical information received. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.